Event description:
It was reported the patient experienced intermittent stimulation and a surging sensation over the past few months with an increase in frequency of the symptoms. No outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.